Manufacturer narrative:
Additional information: g3, d4, h2, h4.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the case study and tactisys log files were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Additionally, no power, temperature, display, or other anomalies were noted during review of the case study. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient expiration remains unknown.

Event description:
An atrial fibrillation procedure was performed on (B)(6) 2024. A family member called the physician to inform that the patient expired on (B)(6) 2024. An autopsy will be scheduled to determine the cause of death. There were no complications during the procedure, and it is not alleged that any abbott devices caused the death of the patient. All abbott devices have been discarded.